Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Medical device expiry date: 07/2023.

Event description:
It was reported that during the preparation of the dialysis catheter placement procedure, the guidewire and the introducer needle allegedly stuck together upon opening the package. It was further reported that needle and guidewire was allegedly unable to be separated. The procedure was completed using another device. There was no patient contact.

Event description:
It was reported that during the preparation of the dialysis catheter placement procedure, the guidewire and the introducer needle allegedly stuck together upon opening the package. It was further reported that needle and guidewire was allegedly unable to be separated. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. Two electronic photos were provided for review. The guidewire was noted to be inserted into introducer needle kept in a tray. However, the investigation is inconclusive for the reported physical resistance, difficult to remove and component misassembled issues, as the package was found opened in the provided photos and the original state of the package at the time of opening is unknown. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 07/2023), g3, h6 (method). H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.